Event description:
Customer reported " failed leak test ". The issue was found during reprocessing. There was no patient involvement in this reported event. Device inspection found the device bending section detached from the c-cover.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation noted the reported customer issue was confirmed. Evaluation noted the device was found with a leak in a-rubber bending section due to cut. As noted in section b5, the bending section was detached from the c-cover. Based on investigation results, the reported customer issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to physical stress, component failure. Olympus will continue to monitor field performance for this device.